Event description:
It was reported when using the bd pyxis medstation system the smart remote manager requires an realignment. The customer stated that this malfunction causing a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge door was falling on one side. The field service engineer adjusted the door and aligned the hasp with the lock box to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.